Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during a hip repair that her hip knot manipulator was cutting suture when the knot was being pushed down. The sales rep reported that the device cut the suture of 2 of the anchors, one close to the anchor leaving no suture left to tie it and the other 1/4 of the way down the suture allowing the surgeon to use this anchor to secure the fixation. Both anchors were left securely in the boneholes. The surgeon completed the procedure with the device with no patient consequences or delays. The sales rep could not provide the lot number for the manipulator at this time but will retrieve it from the facility. The sales rep reported that the customer does not use fiberwire. See also, manufacturer report number: 1221934-2018-52113.